Manufacturer narrative:
The customer¿s report that the set leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.427 inches long. Inspection of the luer under magnification showed no stress marks. Functional testing was performed; a leak was observed as fluid flowed through the crack. The cause of the leak was identified as a cracked female luer. The root cause of the crack included multiple contributing factors such as material regrind, gate location and the effect of chemical agents on mechanical connections of the luer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pca tubing leaked at an unspecified location. There was no report of patient harm.